Manufacturer narrative:
Per the design documentation (B)(4), the useful life of freestyle optium neo meter is 5 years. As the manufacturing date of this product is 2015, it has been in distribution beyond its useful life as of the case awareness date of 21-sep-22. Since the product was beyond its useful life at the time of the complaint no further investigation activities are required. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that the adc device would not power on with button press or strip insertion. The customer experienced hypoglycemia with headache and was treated with sweets by caregiver. The customer was taken to the hospital to obtain a new meter and no additional treatment was reported. There was no report of death or permanent injury associated with this event.